Event description:
A hospital in (B)(6) reported that a patient, who was on a setup which included the fisher & paykel healthcare mr850 respiratory humidifier, had a 4.5cm long and 1.5cm wide burn on the arm. It was reported that the set-up included a fisher & paykel healthcare breathing circuit, however, the complainant was unable to provide the circuit model number. Fisher & paykel healthcare has since been advised that the alleged burn has "healed nicely."

Manufacturer narrative:
(B)(4). Corrected data: the original complaint reported to fisher & paykel healthcare referenced the mr850 respiratory humidifier. The model number of the breathing circuit that had been used in the setup was not provided. For this reason, the product details on the initial manufacturer's report were as follows: brand name: respiratory humidifier, common device name/product code: btt, model/catalog #: mr850, serial/lot #: not provided, labeled for single use: no. The hospital has since advised that they were using fisher & paykel healthcare's rt235 infant dual-heated evaqua breathing circuit. The device details have been updated accordingly. Manufacturer narrative: the hospital reported that a patient allegedly sustained a second degree burn on the arm. The hospital reported that they were carrying out their own investigation and would contact fisher & paykel healthcare if the circuit was available for return. The hospital also advised that the circuit may be contaminated. Fisher & paykel healthcare has not yet received the device for evaluation, so an investigation was carried out based on the event description, follow up information provided by the hospital and investigation details provided in the hospital's MDR (report number (B)(4)). The hospital's biomedical engineering department reported in the user facility MDR that they had tested the mr850 respiratory humidifier with and without water in the humidification chamber. It was reported that the humidifier functioned properly as the temperature "is fixed at 37c", even when the humidification chamber was empty. Based on the test data provided by the hospital, there is no fault with the mr850 respiratory humidifier that was used in the setup. Based on the user facility MDR, it appears unlikely that there is a fault with the breathing circuit. It was reported, in the user facility MDR, that the "rt [respiratory therapist] staff is perplexed because the temp of the tubing did not seem hot enough to cause a burn". The ICU staff further reported that the "tubing did not feel hotter than normal". The user facility MDR states that the "patient's arm was in contact with the breathing tube, exhalation side" and that respiratory therapy staff had "mentioned several times that patients come in contact with the tubing quite often". According to the facility's MDR, the patient also appears to have "skin sensitivity issues" which may have contributed to the alleged burn. The rt235 user instructions advise the user to "avoid prolonged contact with the patient's skin".

Event description:
A hospital in (B)(6) reported that a patient, who was on a setup which included the fisher & paykel healthcare mr850 respiratory humidifier and rt235 infant dual-heated evaqua breathing circuit, allegedly sustained a 4.5 centimeter long, 1.5 centimeter wide second degree burn on the arm. The hospital has since reported that the patient has "healed nicely".

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has requested additional information from the customer. No information has yet been received. We are also awaiting the return of the complaint device for investigation. We will provide a follow-up report upon receipt of the requested information and device.